Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device found no issues with the hypotube. The crimped stent was examined and distal stent damage was noted. The stent struts from distal rows 1-3 were damaged with stent struts from distal row 1 and row 2 lifted from their crimped stent positions and pulled distally. The crimped stent outer diameter (od) was measured and was within max crimped stent profile measurement. The pigtail mandrel was stuck on the device and after soaking in water-bath at 37 degrees celsius to soften any hardened medium, the mandrel was removed and it was noted that the tip was damaged. No other issues. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 08-nov-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. Angiogram was performed which revealed a 30% stenosis in the ostial left anterior descending (lad) artery in the mid part of the origin of the large 2nd diagonal branch which also has a 90% stenosis. After a 6f non-bsc guide catheter was engaged in the left coronary artery, a 0.014x180cm non-bsc guide wire was advanced to the distal lad and another 0.014x180cm non-bsc guide wire was advanced to the diagonal branch. Pre-dilation was then performed with a 2.50x10mm non-bsc balloon catheter in the mid lad at 8 atmospheres. Subsequently, a 20 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The device was removed and a 3.0x23mm non-bsc stent was deployed and was post-dilated with a 3.0x10mm non-bsc balloon catheter at 15 atmospheres. Following post-dilatation, timi 3 flow was confirmed and the procedure was completed. The patient was then transferred to the intensive care unit. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.